Event description:
The defibrillation system was implanted on (B)(6)2013 . Reportedly, a ventricular lead issue led to the delivery of 47 inappropriate shocks. The subject ICD was replaced on (B)(6)2018 due to premature battery depletion and discarded. The associated ventricular lead was abandoned in the patient¿s body.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190205 - file-2019-00003 - analysis_and_closure_report_resp-2019-00134.pdf].

Event description:
The defibrillation system was implanted on (B)(6) 2013. Reportedly, a ventricular lead issue led to the delivery of 47 inappropriate shocks. The subject ICD was replaced on (B)(6) 2018 due to premature battery depletion and discarded. The associated ventricular lead was abandoned in the patient¿s body.